Manufacturer narrative:
(B)(4). The reported complaint that the "guide wire fails to reach the location of the lesion even repeated attempts " is not able to be confirmed. A representative sample was received for investigation with no damage or abnormalities noted. Upon return, no visual bends, kinks or any abnormalities were noted to the returned sample. The returned devices passed dimensional and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) is needed due to the condition, the patient's blood vessels are tortuous, and the guide wire fails to reach the location of the lesion even after repeated attempts. As a result, the intra-aortic balloon (iab) was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) is needed due to the condition, the patient's blood vessels are tortuous, and the guide wire fails to reach the location of the lesion even after repeated attempts. As a result, the intra-aortic balloon (iab) was replaced. There was no report of patient complications, serious injury or death.